Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient is in good condition.